Event description:
Additional information received indicated that the patient was still having concerns with her device/therapy but had not sought further help.

Event description:
It was reported, the patient never had therapeutic effect. It was noted, the patient's device was implanted to help relieve her pain from interstitial cystitis. It was also reported, the patient experienced increased baseline pain. The patient had an x-ray and it was noted the "wires were not where they should be." The patient wanted her device removed but it was reported her insurance would not cover the cost. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3093-28 lot# j0555045v, implanted: 2005 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).